Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening extended on radius. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, wear abrasion, creases fold, missing shell, stress marks and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is:a broken crease sharp on radius assessed as fold flaw opening missing shell assessed as inconclusive

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and rupture. Healthcare professional additionally reported ¿symmastia and malposition."the device has been explanted and replaced.

Event description:
Healthcare professional additionally reported ¿symmastia and malposition."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and rupture. The device has been explanted and replaced.